Manufacturer narrative:
Section h10: (h3) based on capa2017-12 and capa2019-48, the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. (H7) recall (h9) if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z-2663-2017, z-2664-2017, z-2665-2017, z-2666-2017, z-2668-2017, z-2668-2017.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the tip of a reamer broke off while reaming the glenoid on this male patient. The tip was easily retrieved, and an x ray was taken to prove no parts were left in the patient. No harm was done to the patient and it added no time to the operation. The device will return for evaluation. There was no delay in the procedure. The patient was last known to be in stable condition following the event.